Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h4, h6, h10 the icp express was returned for evaluation. Device history record - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Unique device identifier (UDI) : (B)(6) failure analysis - the product was turned on and the microsensor was placed at the top of a cup full of water. The zero-function button was pressed, and the product was successfully zeroed. The microsensor was slowly moved downwards towards the bottom of the cup and the pressure increased as expected. The microsensor was then held statically at various heights throughout the cup. The pressure values changed with a corresponding change in microsensor height within the cup. While the microsensor was held statically, the pressure values did not change, meaning these values are consistent. The complaint was not confirmed in the complaint investigation. The icp express monitor was connected to a functional cable and microsensor and passed all testing.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2020-00180 and 3014334038-2020-00087. A facility reported inaccurate intracranial pressure readings from a codman microsensor basic kit. The patient had a microsensor placed with the icp express in the operating room by the neurosurgeon. For one week, the reading was high (up to 25mmhg). The patient was treated based on the intracranial pressure reading despite a normal head CT scan. The trauma surgeons told the neurosurgeon to take the patient for a craniectomy because no treatments they were doing resulted in lower intracranial pressure. The neurosurgeon took the patient to the operating room for craniectomy and decided to place another sensor on opposite side of brain since imaging was not consistent with high intracranial pressure. The neurosurgeon placed an external ventriculostomy drain in the same burr hole to see what the reading showed despite imaging did not show enlarged ventricles. One microsensor read 4-5mm hg and the other microsensor read 20-25 mm hg. The neurosurgeon said there was nothing in his opinion that would cause a different intracranial pressure between the left and right sides of the brain. The external ventriculostomy drain was at 15 mm hg. The neurosurgeon reported the external ventriculostomy drain never read a high enough reading to drain off cerebrospinal fluid. Finally, another physician pulled out both sensors because they were considered unreliable. The external ventriculostomy drain was left in place for intracranial pressure readings.